Event description:
The customer reported that while the unit was in use on pt, the unit's pressure failed to zero and no pressure reference line was displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.